Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye after 2 yrs. Of evaluation. Patient unable to adapt to lens glare and webbing. It was indicated that the patient¿s daily activities were significantly affected. Pre-op vision 20/25 cc. Post-op vision 20/15 cc. There was no incision enlargement and no vitrectomy done. The eplacement iol was a non johnson and johnson iol, same diopter size as original iol. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Date of event: best estimate of date of event is between (B)(6) 2020 and (B)(6) 2022. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 28, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was cut in half and only one piece was received. The lens was cleaned and presented with no issues that would have contributed to the complaint events. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.